Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-24. The patient¿s weight in (B)(6) 2018 is unknown. The patient did not experience any situations that may have contributed or caused the issue. The patient has had the leads in for over 12 years. The rep indicated that the impedances were within range but too high to provide stimulation on one lead. They were able to get coverage with the other lead. This was confirmed with the patient and/or physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient noticed a lack of stimulation sensation and lack of coverage in the area their 4-7 lead was for. The rep has tried various programming scenarios, but has not been able to get the stimulation sensation from those lead contacts. Impedances were tested at 3.0 volts (v) using reference zero, and yielded the following results: 4-9209, 5-6804, 6-3602, 7-3545 (all in ohms). They tried programming "++--" at 10+v, a pulse width (pw) of 450 and a rate of 50 hertz (hz), but was getting nothing for coverage. The rep then tried to reverse the polarity, but got the same results. The impedance values for contacts 0-4 were the following: ref 0: 1-2760, 2-3406, 3-4310; ref 1: 0-2760, 2-815, 3-1731; ref 2: 0-3406, 2-815, 3-1439 (all in ohms). During the call, the rep ran a group therapy impedance measurement at 9.9v, 450 pw, 50hz with "++--", which yielded the following results: 3068 ohms, 3.317ma. Technical services reviewed that they could try just using the lowest values but was likely that they would not get stimulation sensation at the values that were reported. It was also reviewed what the possible causes could be. Since the patient was getting coverage they needed using the 0-3 lead, the rep reported they were not worried about the 4-7 lead at this time. No further complications were reported or anticipated.